Event description:
It was reported that balloon rupture occurred. The 99% stenosed, target lesion was located in a severely tortuous and severely calcified superficial femoral artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.